Manufacturer narrative:
The date of the event is unknown. Based on the information provided, it cannot be determined that the alleged graft failure is related to the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: the patient experienced a technical issue with the activ.a.c.¿ therapy system, fluid allegedly built up, and the patient's graft failed. The patient's wound was debrided, and the patient resumed activ.a.c ¿ therapy. Per review of kci records, the patient continued to receive activ.a.c.¿ therapy until (B)(6) 2018 as per physician documentation, "goal of therapy met." On 17-may-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 23-jul-2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.